Event description:
It was reported that a pt was receiving hemodialysis treatment on (B) (6)2010, at the hospital. The hemostar catheter was being used when the venous line disconnected and resulted in the pt death. The complaint specimen was discarded after the event.

Manufacturer narrative:
The device has not been returned to the MFR for eval. A chr review showed no other similar product complaint file(s) from this lot.